Event description:
The customer reported that his blood glucose reached 18 mmol/l (324 mg/dl) less than a day after the pod was activated. The cannula was out of the skin.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any defect or deficiency contributed to the reported hyperglycemia. The customer reported that the cannula was not in the skin at the infusion site. A dislodged or improperly inserted cannula could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.